Event description:
It was reported that the caller experienced a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a complete pump reset and guided them through the process. After the reset, the pump did not display the error code again, and the caller successfully started their sensor session.